Event description:
It was reported that during a difficult stroke case with very hard clotan attempt was made to aspirate the clot using a jet7flex multiple times, followed by an embotrap with at least three passes with no success. The physician attempted to use a stent retriever (subject device) and it broke loose from the delivery wire and was left in the mca (middle cerebral artery) of the patient. The physician stated that 5-7cm of the stent retriever was proximally into the jet7 intermediate catheter when he realized it had broken off. He was unable to remove the stent from the vessel. He did state that the stent opened the vessel somewhat from a tici0 to tici1 (thrombolysis in cerebral infarction scale). The patient did not do well post procedure and passed the following day. The physician indicated that he did not believe that the outcome of patient death from the procedure was not related to the stryker device malfunction, but an inability to get the vessel open and the left mca eventually occluded preventing flow. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the triever was not attached to the returned unit and the stent section was not returned for analysis. The shaft coil was damaged (stretched and kinked) and the core wire was damaged as well. Functional testing could not be performed due to the damaged condition of the returned device. From the condition of the product it appeared that the product had been under excessive manipulation. It is probable that anatomical factors encountered during the procedure contributed to the reported stent retriever becoming loose and the device being unable to remove the stent. Information available indicated that it was a difficult case with very hard clot and the physician was unable to get the vessel open so the left mca (middle cerebral artery) eventually occluded preventing flow ; therefore assignable cause of procedural factors will be assigned to reported issue of broken retriever, un-retrieved device fragments and observed damages. However, patient death and vessel occlusion are known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event as well.

Event description:
It was reported that during a difficult stroke case with very hard clotan attempt was made to aspirate the clot using a jet7flex multiple times , followed by an embotrap with at least three passes with no success. The physician attempted to use a stent retriever (subject device) and it broke loose from the delivery wire and was left in the mca ( middle cerebral artery) of the patient. The physician stated that 5-7cm of the stent retriever was proximally into the jet7 intermediate catheter when he realized it had broken off. He was unable to remove the stent from the vessel. He did state that the stent opened the vessel somewhat from a tici0 to tici1 (thrombolysis in cerebral infarction scale). The patient did not do well post procedure and passed the following day. The physician indicated that he did not believe that the outcome of patient death from the procedure was not related to the stryker device malfunction, but an inability to get the vessel open and the left mca eventually occluded preventing flow. No further information is available.

Manufacturer narrative:
Corrected data: b5: event description updated to reflect that patient outcome of date was not related to stryker stent retriever (subject device) malfunction. H1: type of reportable event: corrected. H6: clinical signs code grid, health impact code grid. Patient code grid : updated and corrected. H10: additional mfg narrative: investigation summary updated reflecting stryker device malfunction. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the triever was not attached to the returned unit and the stent section was not returned for analysis. The shaft coil was damaged (stretched and kinked) and the core wire was damaged as well. Functional testing could not be performed due to the damaged condition of the returned device. From the condition of the product it appeared that the product had been under excessive manipulation. It is probable that anatomical factors encountered during the procedure contributed to the reported stent retriever breaking loose from the wire and remaining inside patient anatomy. Information available indicated that it was a difficult case with very hard clot, tortuous anatomy with a tight 90 degree turn and difficult arch and the physician was unable to get the vessel open so the left mca ( middle cerebral artery) eventually occluded preventing flow; therefore assignable cause of procedural factors will be assigned to reported issue of broken retriever, un-retrieved device fragments and observed damages.

Event description:
It was reported that during a difficult stroke case with very hard clotan attempt was made to aspirate the clot using a jet7flex multiple times , followed by an embotrap with at least three passes with no success. The physician attempted to use a stent retriever (subject device) and it broke loose from the delivery wire and was left in the mca ( middle cerebral artery) of the patient. The physician stated that 5-7cm of the stent retriever was proximally into the jet7 intermediate catheter when he realized it had broken off. He was unable to remove the stent from the vessel. He did state that the stent opened the vessel somewhat from a tici0 to tici1 (thrombolysis in cerebral infarction scale). The patient did not do well post procedure and passed the following day. The physician indicated that he did not believe that the outcome of patient death from the procedure was not related to the stryker device malfunction, but an inability to get the vessel open and the left mca eventually occluded preventing flow. No further information is available. This event involving stryker stent retriever (subject device) was re-assessed internally on 30-jul-2020 and it was determined that the patient's death was attributed to the physician's inability to get the vessel open causing the left mca (middle cerebral artery) eventually occluded preventing flow, the patient outcome of death was not related to stryker device malfunction. The physician has reported that it was a difficult case with very hard clot in combination with tortuous anatomy with a tight 90 degree turn and difficult arch. The cause of death was left mca occlusion. The no further information is available.